Manufacturer narrative:
One capnocheck monitor received for evaluation. Device was powered on as functional testing. As a result, it was noted the reported customer complaint has been confirmed. The customer's battery was charged over night, resulting in a functioning device. The cause of the reported problem was determined to be a dead battery.

Event description:
Information was received that a smiths medical capnography monitor capnocheck does not power on. It was reported device has only black lines. No adverse effects were reported.